Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator had blown up. The patient took the communicator to the doctor's office, and the company representative opted to replace the communicator.